Event description:
A male pt was implanted with a thin=walled bifurcated gore-tex stretch vascular graft in the aorto uni-iliac position in 1995. In 2007, a perigraft seroma was drained by a laparotomy. The perigraft seroma recurred and the graft was removed in 2008. It was replaced with a dacron device. The pt was in good condition following the surgery. The graft had been implanted for 13 years. At about 2 weeks later, field sales associate stated that the perigraft seroma was discovered in 2007 when the pt was hospitalized for renal cholic.

Manufacturer narrative:
Device evaluation anticipated, but not yet completed.